Manufacturer narrative:
Analysis found that the customer's complaint was confirmed. The p/I board was replaced due to failure. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that the nerve monitor was not getting any stimulus, no stimulation response or not getting any positive/negative signals from the unit. The patient interface was still not working which just came from repair. The case was completed using another device. The console was working fine. They tested the interface and got nothing on the monitor (no stimulus sounds or signals). They switched the interface with a loaner interface and it seemed to operate fine. The console passed all safe test.